Event description:
A pt was injected with radiesse dermal filler on (B)(6) 2011, to the malar cheeks (bilaterally). The pt initial edema and bruising; both completely resolved. On (B)(6), the pt awoke to swelling of her lymph nodes and lower eye lids and tenderness under the eyes. Dr (B)(6) saw the pt on (B)(6) 2011; there was no warmth or discoloration. She prescribed augmentin and prednisone. The prednisone was stopped after the second dose. On (B)(6), the pt reported more redness and swelling and was instructed by dr (B)(6) to go to the ER; dr (B)(6) met the pt there. There was redness on the left lower eyelid and both upper eyelids, swelling of the right cheek and down the neck. The pt was admitted to the hosp for two days; i.v. Antibiotics were administered (vancomycin - first day, then switched to clindomycin for the second day).

Manufacturer narrative:
As of (B)(6), the pt has induration on both cheeks, some swelling of the lymph nodes, no discoloration and is still showing the results of the augmentation. The pt's symptoms of infection have mostly resolved. The device history records for radiesse lot 1026079 were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.